Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low impedance which caused an auto polarity switch was observed on the right ventricular lead. The physician elected to leave the programming as is, and continue to monitor the patient. The patient was asymptomatic.